Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. Analysis did find that the display was out of specification with segments missing, the keyboard pad was cosmetically damaged, the upper and lower cases were broken, the ring cover was contaminated, two side bail covers were broken, the battery contacts were compressed, the battery release was contaminated, the ring was bent, and the battery drawer was broken.

Event description:
It was reported by the biomed that staff said the device would not power on, so they replaced the device and gave this one to the biomed department to checkout. The biomed confirmed that the device would not power on; it would begin to power on, but then the screen would go blank and both pace lights would be solid green. The device is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was further reported that the device was returned.

Event description:
It was reported by the biomed that staff said the device would not power on, so they replaced the device and gave this one to the biomed department to checkout. The biomed confirmed that the device would not power on; it would begin to power on, but then the screen would go blank and both pace lights would be solid green. The device is being returned for repair. No patient complications were reported as a result of this event. It was further reported that the device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.